Event description:
Meter name: fast take. Strip name: fast take strips. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: unknown. States high sugar symptoms. Their meter allegedly had no power. The result on their meter was unable to test. Treatment was unknown. No further info has been reported.